Manufacturer narrative:
An investigation has been initiated. Currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A leak from one of the lumens from a hole in through the lumen distal to the hub. We noticed this problem 2 days after the insertion.

Manufacturer narrative:
The 2.6f vascu PICC was returned for evaluation. Visual inspection revealed the extension tubing with the white clamp if filled with blood. Blood can also be seen through the lumen from 1 cm cm to 3.5 cm from the hub. A hole approximately 0.5 cm in length was noted to begin approximately 0.5 cm from the hub. Functional testing was conducted revealing no issues when flushing through the luer with the red clamp. Flushing through the luer with the white clamp was not possible. The lumen was then manually manipulated in an attempt to move the blood out of the lumen. An attempt was then made to flush through the luer with the white clamp again but was not successful. The device was further reviewed by medcomp engineering. Their review revealed the hole in the lumen is on the opposite lumen from the occlusion. The occlusion is determined to be blood that dried in the small lumen during transit and not the cause of the leak. A thorough investigation of product design and manufacturing processes was performed by medcomp engineering in conjunction with the device contract manufacturer. Actions will be implemented to minimize this type of occurrence if determined to be required. The device subassembly is received from an external supplier and is visually and functionally inspected. Incoming inspection includes visual inspection for kinks, holes, gaps, and functional testing for leaks. At the completion of the final manufacturing processes, the catheters are 100% leak tested. Catheter lumens with damage, such as holes, ruptures, tears and/or small pinholes will be detected during this test. Excessive external pressure applied to the lumen may be a contributing cause for this type of failure. A definitive root cause of the failure could not be determined. The instructions for use (IFU) contains the following warnings and precautions: small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. If resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. Warning: do not flush against resistance. Do not use infusion equipment which can exceed the working pressure of 1.0bar max/750mmhg (15.5 psi). Only use infusion equipment complying with standards, which do not exceed a shut-off pressure of 1.0bar. Bolus injections should be slow and must not exceed the maximum bolus pressure of 1.2bar/900mmhg (17.4 psi). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.